Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that at some point post supera stent implantation, restenosis was noted. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was noted:the restenosis was treated. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and there was no reported device malfunction associated with the supera self-expanding stent system (sess). The lot history record (lhr) could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of stenosis is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.